Event description:
It was reported that there was a lead warning for high superior vena cava (svc) impedance on the right ventricular (rv) lead. It was also noted the rv coil and svc coil impedance measurements continue to fluctuate. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314vrm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).